Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Full calibrations were conducted on the unit, and the unit was returned to service.

Event description:
The hospital reported that the unit is delivering 10 cmh2o more pressure than expected during a case. There was no report of patient injury.